Event description:
The biomedical engineer reported that the remote network station (rns) had a blank display after a power outage. The rns was monitoring patients and it was unclear whether there was a central nurse's station (cns) in use as a primary monitoring system when this rns failed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the remote network station (rns) had a blank display after a power outage. The rns was monitoring patients and it was unclear whether there was a central nurse's station (cns) in use as a primary monitoring system when this rns failed. No patient harm was reported. Service requested / performed: exchange. On (B)(6) 2019 an exchange unit was sent to the customer. On (B)(6) 2019 the reported device was received by nihon kohden (nk); however, no evaluation was performed based on the subsequent information obtained from the customer, see investigation summary below. Investigation summary: the customer later clarified that the rns had a communication loss message. Communication loss flashes to let users know the communication link between the rns and the monitored devices are interrupted. The customer stated the power outage caused the network switches to fail, leading to interruption of the communication link between the rns device and the telemetry units. Network switches are part of the it infrastructure that provides network connectivity to nk devices as well as other hospital systems. Thus, this is not isolated to nk devices. The root cause of the reported event was attributable to environmental factor. The service history for this rns shows this is an isolated incident. No CAPA is required at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the rns: telemetry transmitters: model #: ni. Serial #: ni.

Manufacturer narrative:
The biomedical engineer reported that the remote network station (rns) had a blank display after a power outage. The rns was monitoring patients and it is unclear whether there was a central nurse's station (cns) in use as a primary monitoring system when this rns failed. Nihon kohden will exchange the rns to resolve the issue. No patient harm was reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical product: telemetry devices, no model or serial numbers were provided.

Event description:
The biomedical engineer reported that the remote network station (rns) had a blank display after a power outage. The rns was monitoring patients and it is unclear whether there was a central nurse's station (cns) in use as a primary monitoring system when this rns failed. No patient harm was reported.